Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-03604 and 2134265-2018-03606. It was reported that balloon rupture, catheter removal difficulty and vessel dissection occurred. The target lesion was located in the highly tortuous and highly calcified left anterior descending (lad) artery. A 2.75x38mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed, then a 2.50x20mm promus premier¿ drug-eluting stent was advanced, but also failed to cross the lesion and was damaged. A 2.50x16mm promus premier¿ drug-eluting stent was then implanted in lad, then a 2.50 x 16 synergy ii drug-eluting stent was advanced distal to the lesion. But when the stent was deployed, the balloon ruptured and became stuck on either the calcium or the stent struts and the balloon catheter was difficult to remove. Eventually, the balloon catheter was removed and the stent was implanted. However, when the patient was somewhat stabilized, it was noted that the lad had actually dissected distal to the stent. It was then decided to send the patient for surgery due to the distal dissection. No further patient complications were reported and the patient's post-surgical condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. The stent was not returned for analysis as it was deployed in the patient¿s body as per complaint report. The balloon cones were reviewed the balloon wings appeared relaxed from original folded position indicating that positive pressure was applied and a vacuum was pulled. No visible damages were noted on the balloon body. Stent crimp markings were visible on the balloon body. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond and the proximal weld showed no signs of damage or strain. As part of analysis, the balloon was inflated without issue to rated burst pressure. The balloon deflated in 10 seconds, this is within the deflation time specification as per direction for use (dfu). No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-03604 and 2134265-2018-03606. It was reported that balloon rupture, catheter removal difficulty and vessel dissection occurred. The target lesion was located in the highly tortuous and highly calcified left anterior descending (lad) artery. A 2.75x38mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed, then a 2.50x20mm promus premier¿ drug-eluting stent was advanced, but also failed to cross the lesion and was damaged. A 2.50x16mm promus premier¿ drug-eluting stent was then implanted in lad, then a 2.50 x 16 synergy ii drug-eluting stent was advanced distal to the lesion. But when the stent was deployed, the balloon ruptured and became stuck on either the calcium or the stent struts and the balloon catheter was difficult to remove. Eventually, the balloon catheter was removed and the stent was implanted. However, when the patient was somewhat stabilized, it was noted that the lad had actually dissected distal to the stent. It was then decided to send the patient for surgery due to the distal dissection. No further patient complications were reported and the patient's post-surgical condition was stable.